Event description:
Patient was positioned on wilson frame on skytron 6500 elite bed. The counterweight was at the foot of bedframe. While finalizing positioning, the bed tipped forward. Anesthesiologist positioned himself between the bed and floor preventing bed from falling completely. The remaining staff pulled the patient on the wilson frame backward on bed. The head piece of bed was removed and placed on foot of bed.